Manufacturer narrative:
The pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs. During prime test due to faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted. The pump had cracked case at display window corner, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call of compromised force sensor system alarm with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The drive support cap was noted to be flushed. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.